Event description:
It was reported that, "the incident occurred during the procedure. The doctor opened the kit and proceeded to perform the puncture with the introducer needle, but when he went to use the dilator, he noticed that the detachable dilator and the tip of the sheath were bent. The procedure had to be performed again, which required a second puncture of the patient." The patient's condition was reported as "fine". It was reported that the second attempt was successful. Additional questions were requested regarding whether there were any patient harm, injury or consequences, however, further details were not provided at this time. Associated mdrs: 9680794-2026-00327.

Manufacturer narrative:
(B)(4).